Event description:
It was reported that alarm 003 (water reservoir low) occurred during preventive maintenance of arctic sun device. Per sample evaluation results received via task on 10sep2025, it was reported that there was a failed control panel, where the device became unable to boot during the repair process.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty flow meter. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that there was a (arctic sun 5000) 03 water reservoir low alarm/alert displayed. Flow meter was replaced. The device became unable to boot during the repair process. Control panel was replaced. Unit was evaluated for functionality per (B)(4). Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.